Manufacturer narrative:
During investigation a soldering error inside the tube adapter was determined which led to a change of the sensor signal. This causes inappropriate stance phase control which caused the occurred event (knee went into free swing).

Event description:
Goes into free swing. Loss of fluid. Patient walks on all types of terrain.